Event description:
It was reported during an unknown procedure that the display showed instrument error. Took new instrument. No further information is available. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the ace36p device was returned with the tissue pad partially detached but present. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Partially detached tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.